Manufacturer narrative:
According to the available information, the altis was to be implanted but was not due to the trocar tip breaking off inside the patient on one of the slings that did not work. The tip was not retrieved out of the patient. An altis sling and two introducers were returned for evaluation. Examination of the right introducer revealed the tip to be detached. Microscopic examination of the detachment end of the right introducer revealed the detachment site to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the left introducer. Blood residue was noted on both introducers and sling. No abnormalities were noted with the altis sling. The information received indicated that the trocar tip broke inside the patient. Based on examination of the right introducer tip area, the small portion of the tip that remained was bent and appeared to show rough and irregular surfaces, indicating stress may have been exerted on the tip to bend and eventually break the tip. The introducer tip may bend, causing the tip to weaken and possibly detach, if it is pushed onto something hard such as bone. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a break. The first two devices did not implant successfully. The trocar tip broke off inside the patient on one of the devices that did not work. No other adverse patient effects were reported.